Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead fracture was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein this device was disconnected from the patient's ipg and a new drg lead was implanted at t12 to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead fracture was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Further patient information is pending follow-up with the healthcare facility.

Event description:
It was reported that the patient's right t12 drg lead has fractured. In turn, the patient may undergo surgical intervention to address the issue.